Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation revealed the catheter had use residue and a needleless injection cap was present on both luer adaptors. Both lumens of the sample were flushed with a 12 ml syringe of water, and a leak was observed just distal to the molded joint when the red lumen was flushed. A microscopic observation revealed a split in the catheter tubing at the location of the leak. This split exhibited uneven edges, wrinkling of the catheter surface, and a mostly granular surface texture. Whitening of the catheter material was also observed at the corner of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when removing the dressing, there was no kink or incorrect placement of the line under the dressing. It was in a nice u-turn. Break occurred about 0.5-1.0 cm above the white wings. Chemo nurses are very experienced in cvc dressings and pay special attention to tape up correctly to preserve the line. No invasive procedure required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 17-mar-2026: catheter was secured with a securacath. There was a four hour pause in receiving parenteral nutrition. PICC lost around 1800 and piv inserted around 2200. Same was used until the following day when a new PICC catheter could be inserted.